Event description:
A pt reported blood glucose results of "0 mg/dl, 79 mg/dl, and 150 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution was expired and replaced by customer service.